Event description:
Same case as MFR report#: 2134265-2009-06818. It was reported that during a percutaneous coronary interventional (pci) procedure, a rotawire fracture occurred. The de novo lesion was located in the moderately calcified and moderately tortuous mid left anterior descending (lad) artery. Upon attempting to insert the rotablator guide wire and the rotalink plus, the distal portion of the rotablator guide wire detached and was retained in the lateral branch. The detachment of the rotablator guide wire was confirmed under fluoroscopy. It was further reported that the physician felt that the unretrieved portion of the rotablator guide wire would not be a problem for the patient and there are no plans for retrieval. The patient was placed under observation. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. The patient's status was reported as "stable".

Manufacturer narrative:
The rotablator plus unit was returned to site, connected together. The related complaint guide wire was returned with the rotablator plus unit, but was not inserted in the device. The guide wire was kinked and the spring tip of the guide wire was kinked and the spring tip of the guide wire was missing. Visual examination of the rotablator plus unit revealed no cuts or kinks on the air hose, infusion hose or fiber optic cables of the unit. A tug test was performed and no issues were noted. A connect/disconnect test was performed and no issues were noted. A test guide wire was loaded into the rotablator plus device and no issues were noted with loading the guidewire onto the rotablator device. The burr was examined microscopically and found to be within specification. A scratch test confirmed that the burrs cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is determined to be caused by other device, the rotablator plus device contributed to the reported event of guidewire fracture issue.